Event description:
It was reported by service report that the head end lift was stuck at high height, and the power cord was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power coil cable. Sensor coil cord.